Manufacturer narrative:
Date of event. Please note that this date is based off the date of publication of the article as the actual event date was not provided. Section d information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: 3389, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Krause, p., lauritsch, k., lipp, a., horn, a., weschke, b., kupsch, a., kiening, k.l., schneider, g-h., kuhn, a.a. Long-term results of deep brain stimulation in a cohort of eight children with isolated dystonia. Journal of neurology. 2016. Doi 10.1007/s00415-016-8253-6 summary: our study presents the first blinded video rating assessment of the short- and long-term effects of pallidal dbs in children with idiopathic or hereditary isolated dystonia. Reported event: patient 3: a (B)(6) male patient with deep brain stimulation (dbs) for dystonia experienced limited clinical improvement and electrode displacement, where the electrodes were located too lateral in the external pallidum. As a result the patient underwent a replacement surgery 2 years after the initial implant, which ultimately led to "clinically meaningful" improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.